Event description:
It was reported that a patient underwent a surgical procedure on an unk date and a suture was used. During the procedure, the needle broke. The needle was recovered during the same procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods released criteria.